Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with deformed coils approximately 180 and 206 mm, from the terminal pin. The lead tip was intact and undamaged. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any manufacturing abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant, the physician initially reported lead placement challenges, followed by high pacing thresholds and pacing impedance measurements. The lead was removed and is intended to be returned for analysis. No resulting adverse patient effects were reported.